Manufacturer narrative:
Other applicable components are: product ID: 7496, serial# (B)(4), product type: extension; product ID: 7424, serial# (B)(4), product type: implantable neurostimulator; product ID: 3586, serial# (B)(4), product type: lead; product ID: 7496-51, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 7496, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3586, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 7496-51, serial/lot #: (B)(4), ubd: 21-feb-1998, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that the patient¿s dbs stimulator didn¿t work and was removed. There were no further complications reported.